Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following information was provided: on (B)(6) 2026, a sales representative received an email reporting that a patient had presented for medical consultation complaining of pain in the right hip, which had undergone a right total hip arthroplasty (tha) with a trident-accolade prosthesis at another clinic in 2019. X-rays showed a loss of symmetry and misalignment of the hip head relative to the neck. A computed tomography (CT) scan confirmed that the stem was broken at the neck. On (B)(6) 2026, surgical revision was performed, revealing a loose ceramic head, a stem with an axially broken neck, and a missing fragment, all associated with significant metallosis and severe osteolysis of the proximal femur where the stem was located. The surgeon was able to clean the area, remove all debris, and reconstruct the hip with a reconstruction stem and replace the lining.